Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that in the post partum department when attempting to disconnect the smartsite infusion set from the b. Braun extension set, the male luer on the smartsite set broke off into the female luer of the non-bd extension set. There was no report of patient involvement.

Event description:
The customer reported that in the post partum department when attempting to disconnect the smartsite infusion set from the b. Braun extension set, the male luer on the smartsite set broke off into the female luer of the non-bd extension set during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set's male luer broke off was confirmed. Visual inspection showed that the tip of the set's distal male luer was broken off, with the broken off piece lodged within the proximal female luer end of the non-bd extension set. Further inspection of the non-bd set's female luer component showed hemostat-like markings around the component. It is unknown how long the mated components were connected together during use and the medication may have hardened causing the components to be stuck together making the components difficult to detach. Functional testing was not performed due to the obvious breakage. The root cause of the set's male luer breaking off was not identified.